Event description:
It was reported that an atrial fibrillation episode was recorded and it appeared that the markers on the electrocardiogram were not aligned. A review of the data by technical services (ts) noted that the device encountered a marker mismatch condition due to a scan without a connection. The condition was resolved three hour after the scan. The device was operating normally since. Ts noted that during the time between the scan without connection, the misaligned markers would have affected sensing in a way in which the device would not have been able to appropriately detect an arrhythmia. No adverse patent effects were reported. The device remains implanted.